Manufacturer narrative:
Investigation results: visual investigation: the implant arrived detached in its three components. The screw itself exhibit no damages or defects, also the body. The insert shows a bent catch nose (arrowed). That the plate with the catch nose is bent. With this nose out of alignment a reliable catch of the insert in the body is no longer given. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Conclusion and measures: on the basis of the current information and the investigation, a clear conclusion can not be drawn. There is no indication for a material defect or manufacturing failure on the baisis of the device history records. The current failure rate is within the risk analysis and therefore acceptable. Based on the investigations and results of the 8d report no CAPA is necessary.

Event description:
It was reported that there was an issue with s4 polyaxial screw 6.0x45mm (part # sw776t). According to the complainant, the product components separated while attempting to screw. The malfunction prolonged the surgery for 10 minutes. Additional information has been requested, but has not yet been made available. Should additional relevant information become available, a supplemental medwatch report will be submitted. The malfunction is filed under aag reference (B)(4).